Event description:
Two individual plass IV bottles have been identified in our IV room with rust colored defects in or on the inside of the glass. Each is an empty evacuated container.the origin/composition is unk except that they appear to have been present at manufacturing. Product one: list no. 1614-02, lot: 34-720-dn-01. Exp: oct 2007, product two: list no. 1614-03, lot: 37-034-dm-01, exp: 1 jan, 2008.